Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it unexpectedly shutting down by itself was confirmed. Ventec observed that following the unexpected shut down, the device would attempt to boot up again before rebooting by itself. Ventec opened the device in order to perform a visual inspection and observed that the lcd cable was rubbing against the internal flow transducer (ift) cable causing it to become slightly disconnected. Ventec then reseated the ift cable to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was not fully seated.

Event description:
It was reported to ventec that the device unexpectedly shuts down by itself. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01185-000. Section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).